Event description:
End user is stating that the paint on the side rails attached to a (B)(4) bariatric bed is peeling off. Event has caused both the end user and his wife to prick their fingers, drew blood but no ER visits or dr office visit needed. Little slivers of paint are on the floor by the bed, end user's wife is afraid of it getting in his food, etc.